Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. There was no damage noted to the balloon catheter prior to use or leak noted during preparation, which suggests a product issue did not contribute to the reported difficulties. In this case, it is likely the balloon interacted with the heavily calcified lesion such that the balloon became damaged and subsequently ruptured. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was heavily calcified. The nc trek rx was inflated two times and ruptured at 14 atmospheres. The device was prepped according to the instructions for use. There was no reported resistance during removal of the protective sheath. Another non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.